Manufacturer narrative:
Concomitant medical products: product ID 8785, lot# 0209995163, attempted implant: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving lioresal 1 mg/ml at a dose of 0.175 mg/day via an implantable. The indication for use was not provided. The lot number, concomitant medications and medical history were not obtainable. It was reported that during a catheter revision procedure on (B)(6) 2016 (see manufacturer report # 3007566237-2016-01635) it was necessary to secure the anchor. At the application of the anchor, the anchor inverted inside and remained in this position during application. This anchor was removed and replaced by another anchor. There was no report of patient symptoms and at the time of the report the patient¿s status was ¿alive-no injury¿. The issue was resolved at the time of the report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the returned product revealed the catheter anchor did not properly detach from the ascenda tool and the anchor was unable to be used.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.